Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 43 mm in diameter and 79 mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 20 mm in length. The right common iliac artery was 20 mm in diameter and the left common iliac artery was 18 mm in diameter. The right internal iliac artery was 13 mm in diameter and the left was 11 mm in diameter. The neck angle was 50 degrees. It was reported that after completion of stent graft, final angiography was carried out. A type ia endoleak was confirmed, an aortic extension was added for treatment. Touch-up was carried out; however, the endoleak still remained. The patient will be monitored by the physician. The physician commented that it was not a major leak so that it would resolve soon.

Manufacturer narrative:
(B)(4).